Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to recurring incontinence. It was noted that a hole was found where the cuff meets the circle in the tab. The entire device was removed and replaced. There were no additional patient complications.